Manufacturer narrative:
Medwatch fields d. Device identification, g1 and g4 PMA / 510k (premarket numbers) were updated. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The serial number of the cobas pro ise analytical unit is (B)(6). The field service engineer (fse) inspected the analyzer and determined the event was caused by the internal standard solution. He then replaced the internal standard bottle. He verified the analyzer's performance by ion-selective electrode checks (50 times), calibrations, qc, and a 21-point precision study with successful results. The investigation is ongoing.

Event description:
The initial reporter received a questionable ise sodium electrode result from one patient sample tested on the cobas pro ise analytical unit. The initial result from the analyzer was 130 mmol/l. The doctor questioned the initial result which prompted the patient sample rerun. The reporter performed qc and the results were out-of-range (low). They recalibrated and the qc was again within range. The first repeat result from the analyzer was 150 mmol/l. The second repeat result from another analyzer was 150 mmol/l. The repeat result was deemed correct.